Event description:
It was reported that the patient presented to the ER with no specific complaints. Their left ventricular lead showed no capture upon interrogation. X-ray imaging revealed lead dislodgment. The physician disabled the lead and was explanted and replaced on 04/04/14.